Manufacturer narrative:
Result: damaged head right siderail cable with exposed wires. MDR is being issued because further investigation concluded that there is a potential risk to safety associated with the head right siderail cable exposed wires possibly shorting out the cpu due to damaged tight zip ties or a loss of siderail cable retention, because it would hinder critical functions, such as bed exit, used to aid staff in the detection of pts moving out of bed. Rc: damaged head right siderail cable with exposed wires.

Event description:
It was reported by service report that the head right siderail cable was damaged with bare wires exposed. It is unk if there was pt involvement or adverse consequences to report.